Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up: it was reported the needle separated and remained in the patient's arm. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle, with the safety mechanism activated, assembled to a syringe. The needle has residues of epoxy, is out of the needle hub and placed to the side. No other defects or imperfections were observed. A device history record review was completed for provided material number 305901, lot 4116101. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 4116101 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. There was no documentation for this type of defect during the entire production run of these batches. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305901; batch#:4116101. It was reported that the bd needle sftygld 25x5/8 rb needle pulled out of the hub. The following information was provided by the initial reporter: it was reported by the customer that rn removed subcutaneous heparin shot from patient's right arm and bd needle separated and remained in the patient's arm. Rn cautiously removed needle that was stuck in the patient and notified lead rn of the incident. Lead took picture along with packaging for lot number in the attachment. Nursing disposed of needle in sharps container. Verbatim: rcc received a complaint via email. Email(s) attached. We would like to report a product defect/complaint. Kindly reference customer¿s # and cardinal cif on all emails and correspondence. Customer reference: (B)(4). Cardinal po: n/a; item: 305901; customer po: no po given; lot#:4116101. Case intake form submitted thru cardinal: (B)(4); initial reporter: (B)(6). Description as reported: rn removed subcutaneous heparin shot from patient's right arm and bd needle separated and remained in the patient's arm. Rn cautiously removed needle that was stuck in the patient and notified lead rn of the incident. Lead took picture along with packaging for lot number in the attachment. Nursing disposed of needle in sharps container. Picture attached additional information provided: please attach the picture that is showing the reported failure. Was the needle pulled off from the hub or is there any needle broke? The needle was pulled from the hub. How was the needle removed? The rn removed the needle with her finger. Any additional lab tests were performed further? No. Any delay in treatment? No. How was the treatment completed? The treatment was completed prior to attempting to remove the needle. Was there any harm to hcp that resulted due to failure of the product? No. Please provide date of event. 9/7/2024.